Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr observed the yellow level sensor verification failure on the thick wall of the reservoir and replaced it with a new sensor. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the yellow level sensor failed verification testing for the alert function on thick wall of the reservoir. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. The pst connected the customer ultrasonic level sensor to the level sensor reservoir thick wall and immediately a 'venlevel disconnected' message displayed. Upon inspection of the level sensor, it was found that the tip was making good contact as it should. There were no anomalies observed.